Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. Four days prior the peritonitis diagnosis, the patient was hospitalized for the event. On an unknown date, the patient was treated with injection vancomycin (1gm, once in 4 days, intraperitoneal, discontinued) and injection meropenem (1gm, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient remains hospitalized and had not recovered from the peritonitis event. Sixteen days after peritonitis diagnosis, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.